Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus thailand (oth). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oth, there was the possibility that this phenomenon was attributed to the failure of the cable unit and the deformed of the video connector contacts due to being applied the unexpected stress to the cable and the video connector by the user handling.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the noise appeared on the endoscopic image of the subject device during an unspecified timing. The user facility replaced the subject device to another device and completed the intended procedure. The local field service engineer visited the facility and found the reported phenomenon was duplicated and the endoscopic image was not displayed. The service department of olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.